Event description:
A nurse reported that a patient infused their subcutaneous lg 45 minutes to an hour faster than they should have based on their treatment parameters. The patient had a significant skin reaction. Treatment parameters were unknown.